Event description:
The patient had inflammation in (B)(6) of 2014. A pump revision was done where they went in and ¿cleaned it up¿ and shortened the length of the catheter. The device system was delivering clonidine and dilaudid. Additional details regarding the event were not provided. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n371948, implanted: (B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).